Manufacturer narrative:
A ge service rep performed an on site investigation. The table was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to create an exposure and the table's movement was inoperable. No report of pt or staff injury.